Event description:
It was reported that the patient was diagnosed with outflow graft obstruction via computed tomography (CT) of the chest. On (B)(6) 2024, the patient presented with complaints of shortness of breath, intermittent dizziness, and lightheadedness. It was noted that the patient had a low flow controller and there were no low flows identified during interrogation. The log files also did not capture any low flow alarms but did capture low flow flags which did not persist long enough to trigger low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. A specific cause for reported events could not be determined through this evaluation. The submitted controller log files contained events from 12jun2024 through 13jun2024. Several low flow fault flags were captured that did not persist long enough to activate the low flow alarm. Multiple pulsatility index (pi) events were also captured throughout the log file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support. The relevant sections of the device history records for (B)(6) xwere reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, introduction¿, provides an explanation of pump parameters, including flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.